Manufacturer narrative:
(B)(4)

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the test failed. The reported event of a loss of connection was confirmed. The root cause was determined to be a defective transmitter.

Manufacturer narrative:
(B)(4)

Event description:
Patient's mother contacted dexcom on (B)(6) 2015 to report a loss of connection between transmitter and smart phone that occurred on (B)(6) 2015. Patient's mother was asked to reset the smart phone to see if the signal recovers, but there was still no signal. No additional patient or event information is available.